Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads no longer stayed securely attached to the hand piece - oral-b [device breakage]. Comes loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head no longer stayed securely attached to the oral-b pro 6200 toothbrush hand piece. No injury was reported. 27-apr-2023 follow-up via e-mail: the consumer reported that the oral-b toothbrush head also came loose mid-brushing. No injury was reported.